Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45-76 mg/dl. Bg cause was not known. The customer called 911 for emergency treatment. Treatment not specified. Customer was instructed to consult with their healthcare provider. Due to the low bg the customer fainted and fell, resulting in the pump touch screen becoming cracked, unresponsive and unreadable. Reportedly, the customer reverted to an alternate form of insulin therapy.